Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was the other day the patient went to plug it in and it said it needed attention. Caller did not call the manufacturer because it was after hours. Caller noted when they pushed the MRI mode button it said the battery was too low to put it in MRI mode. Patient was having an MRI this afternoon. These issues seemed to be resolved before the time of the call. Caller was going to charge the implant and put the device into MRI mode. Additional information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient needed an MRI yesterday and when they turned the stimulation back on after the MRI the patient felt an electric shock in the left leg, caller confirmed just tingling and not a shock. Caller stated that it's like when your hand goes to sleep and then comes back awake. Patient service specialist reviewed how to change groups and programs. Caller was able to change to group c and patient was not feeling the sensation and caller lowered group a and caller states felt it more. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they called the manufacturing representative about 4 months ago because the patient wasn't feeling the numbing effects.